Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol ivc (B)(4) determined that this is an MDR. Since receipt of this alleged malfunction, invacare has initiated recall #z-0187_2012. The dealer of this product was notified of the recall on 12/12/2011 and indicated a willingness/ability to correct the potentially affected device on 12/14/2011. RMA (B)(4) was initiated for this issue. Model bar600ivc, serial number/date code (B)(4) is approximately 6 years 8 months old. The user manual part number 1123842 rev d (mar-05) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has a spinal cord injury, a preexisting medical condition. The consumer's stability and medication regimen are unknown. The consumer is a (B)(6) female. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Product was approximately 5 years old at the time of the incident. No serious injury alleged. This product was part of an investigation (risk analysis 127) into miskeying that is done at installation or service. The miskeying of the motor connector either at the crossover cable or the junction box results in a junction box failure. Miskeying places the ground connection from the motor onto one of the motor power pins. The hazards associated with miskeying are smoke inhalation or fire. Both of these have a low probability of occurrence and are detectable. Operator's guide has instructions on the proper and safe use of the product.

Event description:
The dealer alleges the junction box sparked and then the bed would not function no injury is alleged.